Event description:
It was reported that pt was having problems recharging the system. Specifically, there were communication issues with the device and recharger. The pt had fallen in the last three weeks onto the device. It was suspected the device might be flipped. An x-ray was planned to confirm the device was flipped. The pt had last recharged about three weeks prior and was getting 7 to 8 coupling boxes indicated. At the time of the report, it was not possible to get any coupling boxes indicated during attempted recharging . Physician programmer was used to get the device statistics which indicated the ins was discharged. It was later confirmed the device was flipped in the pocket. The device was manually manipulated. The pt was then able to charge with all eight coupling bars indicated.

Manufacturer narrative:
(B) (4)